Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not bootup. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the system cannot boot up. Upon troubleshooting fse inspected the system and found that the host pc has no power. Fse therefore checked the battery and found it was defective. It was confirmed that the cmos battery of host pc was defective for this reason the host pc has no power. To resolve the issue, fse replaced the cmos battery. After replacement of cmos battery, the system returned to use in good working order. The codes were updated based on the investigation outcome.